Manufacturer narrative:
Qc was performed on (B)(6) 2022 at 5:50 p.m. And the results were within range. The patient sample with discrepant crej2 results was run at 6:15 p.m. Qc was repeated after the issue was noticed and qc was out of range. The investigation is ongoing.

Event description:
The initial reporter questioned results for multiple patient samples tested for multiple assays on a cobas 8000 c 702 module. The customer stated 38 corrections were made for patient samples following repeat testing on a different c702 module. Discrepant results were provided for 1 patient sample tested for crej2 creatinine jaffé gen.2 (crej2). The initial result was 1.23 mg/dl. The repeat result was 1.64 mg/dl. The initial result was reported outside of the laboratory. The crej2 reagent lot number was 585027. The expiration date was not provided.

Manufacturer narrative:
Section d8 was updated. The field service engineer (fse) found a fluidic failure on one of the rinse mechanisms. The fse replaced the tube rinse assembly. Calibration was last performed on 26-may-2022 and was acceptable. Qc was out of range low. This is an indication of a reagent or instrument performance issue. The sample was centrifuged for 5 minutes at 4150 rpm. Based on the sample tubes the customer uses, this centrifugation time may be too short and the speed may be too high. An "abnormal aspiration" alarm was observed on the alarm trace data. This is an indication of possible poor sample quality. The service actions resolved the issue.